Event description:
A report was received from the customer, that a device was alarming "door not fully latched" when it is latched. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.